Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received a system upgrade with no complications. It was later revealed from review of the manufacturing database that the patient died two days after replacement surgery. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported that the patient received a system upgrade with no complications. It was later revealed from review of the manufacturing database that the patient died two days after replacement surgery. The cause of death has been requested and not received. (B)(6) 2011 based on follow-up received, the patient developed a large left sided hematoma one day post device and lead replacement procedure. It was noted two days post procedure, the patient's hemoglobin was low and the patient had excessive bleeding. Three days post procedure, the patient coded and the monitor showed questionable ventricular fibrillation or electro-mechanical dissociation. The physician indicated that the patient had asystole in addition to the electro-mechanical dissociation. Resuscitation was attempted, but unsuccessful and the patient died. The cause of death was indicated as unsure arrested. There is no allegation from a health care professional that the death was device and/or lead related.